Event description:
Prior to (B)(6) 2012, the pump alarm went off and the patient didn't know it was the pump for 3 days. The healthcare provider (hcp) had been adjusting the patient's medication and did not tell the patient when the pump was going to run out. When the patient called the hospital, they "raced" the patient to the hospital. They didn't have the medication to put in the pump, so they filled it with water and gave him oral medication. The patient started "withdrawing", "got sick", and"did not feel good". The hospital put the patient in a coma for two days. They later refilled the pump with morphine.

Manufacturer narrative:
Product ID, 8835 lot# serial# (B)(4), product type programmer, patient product ID, 8 709sc lot# serial# (B)(4), implanted: 2011 (B)(6), product type catheter product ID, 8590-1 lot# n292474, implanted: 2011 (B)(6), product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).